Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient said the stimulator was not working. They had tried everything. They put in new batteries. They just had to have a cardioversion and they couldn't get it turned off or on. They were pretty sure it was on but not certain. They couldn't communicate with the implant with the patient programmer. The issue started a while ago, january of 2026. They hadn't tried it for a long time when they had the cardioversion. They got a question mark on the screen. They unplugged the antenna and pressed the sync button and got the same question mark. The patient was redirected to their healthcare provider to further address the issue. The patient said they moved and they didn't have a doctor. Sent the patient doctor listings. The agent reviewed the device had probably reached the end of life. The patient said they didn't know the battery ever went out. They said no one ever told them it would have to be replaced.